Event description:
It was reported that the unit screen was red. The procedure was cancelled after the patient had been administered general anesthesia. No additional information was reported.

Manufacturer narrative:
During service, this console was examined and confirmed the reported clinical observations. It was determined that misalignment of the shutter was the likely cause of the observed behavior. It is likely the damaged component affected the device performance leading to the event experienced by the customer. Upon realigning the shutter the console worked as expected. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the unit screen was red. The procedure was cancelled after the patient had been administered general anesthesia. No additional information was reported.